Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, broken belt clip slot and missing the endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 250 mg/dl. Customer's mother reported the buttons act, esc, and b do not work. Customer insulin pump was not dropped nor bumped nor exposed to moisture. Customer was advised that pump will need to be replaced.